Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported equipment error 80 when powered on. There was no reported patient involvement.

Manufacturer narrative:
.